Manufacturer narrative:
Date of event is unknown. Additional classification code: dzj. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2018, the tips of two (2) matrixmandible drill bits broke while drilling the hole. The tips could not be recovered and were left inside the patient¿s bone. There was no patient consequence. It was unknown if there was a surgical delay. Procedure outcome was unknown. This is report 1 of 2 for (B)(4).